Manufacturer narrative:
The patient was scheduled to meet with the implanting clinician on(B)(6) 2020 ; however, the implanting clinician tested positive for covid-19 and is unable to see patients until cleared from covid. On (B)(6) 2020, the clinical representative learned that the patient had a follow-up appointment with a different physician on (B)(6) 2020. On that date, the clinician decided to explant the leads and prescribe antibiotic due to the leg infection. The clinical representative learned the infection was due to patient noncompliance to postoperative care procedures: the patient removed the surgical dressings and re-bandaged the incision site with non-sterile household wraps. Review of sterilization records confirmed that the device was sterilized using validated parameters. Based on the provided information, the infection was confirmed/replicated. There is no evidence that the product did not meet specification, and the stimulator was used to treat pain. The cause of the infection is user error due to patient noncompliance to postoperative care instructions.

Event description:
On (B)(6) 2020, the stimwave clinical representative was made aware that a recently implanted patient had a potential infection at the implant site. The patient stated "redness and oozing" was present at the incision site.